Manufacturer narrative:
(B)(4). Summary of investigational findings: based on information provided the filter did not migrate and there had been no attempt to retrieve the filter. However, imaging found that one primary filter leg had perforated the right lateral wall of the ivc, but given the filter tilt, the perforation was likely from abnormal forces due to the tilting of the filter. Two secondary legs appear to extend into both the left and right renal veins. No information on patient outcome is reported in this case. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. The exact reason for the perforation cannot be determined, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: multiple secondary legs are deployed in the left and right renals. Patient outcome: the device did remain inside the patient's body. The patient will likely require an additional retrieval procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: multiple secondary legs are deployed in the left and right renals. Patient outcome: the device did remain inside the patient's body. The patient will likely require an additional retrieval procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.